Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation - yes') and endometrial ablation ('endometrial ablation') in a female patient who had essure (batch no. 50512913) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (ablation and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: plaintiff fact sheet received. Reporter added. Essure lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation - yes') and endometrial ablation ('endometrial ablation') in a female patient who had essure (batch no. 50512913) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (ablation and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation - yes') and endometrial ablation ('endometrial ablation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (ablation and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation - yes') and endometrial ablation ('endometrial ablation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (ablation and removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and endometrial ablation outcome was unknown. The reporter considered endometrial ablation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.